Manufacturer narrative:
Additional information was received on (B)(6) 2024 stating that the pump battery was unresponsive.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 150 mg/dl.